Event description:
My son is a type 1 diabetic and uses dexcom g6. Since the inception of 2025, there has been a major increase in product failure. The last two boxes I purchased with 3 sensors dexcom, do not adhere to the skin. They are falling off, even with the overlay patch. I¿m not sure if it¿s a storage issue on their end but basically, they do not stick. I have reported the issue to them, and they informed me that they have a supply issue now. I¿m on a high deductible program, and this item I pay out of pocket until I reach my deductible. Also, he¿s only allowed one box per month per the prescription, so we may have to revert to manual checking. In the past if something did not work correctly, they would send a replacement. It seems more recently that the products are of poor quality, and very expensive. Without a coupon it would cost me (B)(6) a month. With the coupon last month, I paid (B)(6) at cvs. I also put a complaint in with cvs, for it is unusual to have a complete box of sensors fail, and the pharmacist will be contact them too. I thought I should bring this to your attention, I found your contact information on the internet. This is highly unusual to happen so I believe there are manufacturing issues or storage issues that might cause the glue to not stick on the patients. Lot 7356230, lot 7356212, lot 7358138. I¿m due 6 sensors so far, and they have not ben replaced. One of these lots all 3 failed. At this point it has been difficult for me to keep track of the exact box of 3, but they have the information from when I called it in. My concern with the tariffs, some of these components could be made overseas and causing a shortage, or the suppliers bought them all, knowing there could be a shortage. If you can help having 6 sent to me that would be appreciated. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Referene reports: mw5168735, mw5168737.